Event description:
New information notes that during the lead reposition, the helix was unable to be retracted. The lead was explanted and replaced. Patient suffered no further adverse events and was discharged later that afternoon. They physician theorizes that there was not enough slack left on the lead, which contributed to the lead dislodgement.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that no capturing and lead dislodgement were observed on the rv lead. Sensing and impedance measurements were normal. Lead reposition was scheduled. There were no adverse effects to the patient.